Manufacturer narrative:
On march 14, 2023, nakanishi received one of the two devices suspected to be involved in the MDR event from the distributor (serial no. (B)(6)). On the same day, nakanishi made a phone call to the distributor requesting return of the other device (serial no. (B)(6)). According to the distributor, the handpiece with the serial number (B)(6) was not returned because the device turned out not to be involved in the event.

Manufacturer narrative:
The dentist refused to provide the patient's age and weight.

Event description:
On february 14, 2023, nakanishi received an e-mail from a distributor about an nsk handpiece overheating. According to the distributor, there are two devices suspected to be involved in the event, but the dentist could not identify which one of the devices actually caused the following event. Therefore, nakanishi is submitting two separate mdrs for this event. This MDR is regarding the handpiece with the serial number (B)(4). The event occurred on (B)(6) 2023. A dentist was performing a dental procedure on a patient using the x-sg65l handpiece. During the procedure, the handpiece overheated and burned the patient.